Event description:
A dr instructed the pt to wear a bone growth stimulator (bgs) around his neck only 5 mos after surgery, not 9 mos called for by the MFR and FDA. Then the dr had the pt start wearing the bgs only 3 days after his second surgery. It was worn for a total of more than 1,000 hrs until the pt begged the dr to let the pt quit using it due to pain the device was causing in the neck and rt arm. Now the pt is 100% disabled with four "split" disks in his neck, reflex sympathetic dystrophy syndrome (rsds) in both arms, hands, shoulders and neck. Bgs in not FDA-approved for any human's neck, or dog's neck, or rat's neck. Pt feels unbearable burning and head aches. Several drs stated that they wouldn't treat the pt because he won't get any better from rsds and "split" disks.